Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of infection, inflammation, and erosion, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of an infection, inflammation, and erosion, could not be established as the product is not available for analysis. Cannot be confirmed. Investigation conclusion: based on all information received for this investigation, the conclusion code of no problem detected has been chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a significant infection in the scrotal area. The symptoms began a week prior to the surgery. The pump was very close to being exposed. There was redness around the infected area. The area was thoroughly washed out. A new tactra penile prosthesis was implanted. The procedure completed successfully. The patient was expected to fully recover.